Event description:
It was reported a patient was implanted with an elevate anterior on an unknown date. After a "couple of years", the patient presented with dyspareunia. The doctor isolated the pain to the fixating arm and locking eyelet. The eyelet and part of the arm was removed on an unknown date. Pathology at the site found nerve growth through the fixating arm. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.